Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one endo gia* ultra universal xl stapler opened by the account without the packaging. The instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Product analysis indicates that the device was used in a surgical procedure. The instrument was successfully loaded with an endo gia universal roticulator. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. Visual and functional testing of the returned product confirmed the product did not meet specifications due to the sheared teeth on the firing rack. The investigation identified the cause of the observed issue to be from misuse. Replication of the sheared teeth on the firing rack may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
No specific device issue reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.